Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. Device alerts/indicator lights are intended to inform the user when a device is not performing as intended so that immediate action may be taken to resolve the issue and continue treatment. This event is considered not reportable pursuant to 21 cfr part 803.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the or staff was preparing the pico device and noticed that all the lights were turned on out-of-box. The issue did not resolve by pausing therapy or removing/reinserting the batteries. The staff notified the s+n rep of the issue. Procedure finished with s&n backup device.